Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported "a left deflation." Device remains implanted.

Event description:
Healthcare professional reported, "a left deflation". Device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening in posterior side assessed, as fold flaw opening. Creases folding of implant: observe, creases fold on the device. Additional observations: white particles observed, outer and inside the device. Observed, creases on the device. Observed, wear abrasion on the device. No further actions are required, as the device was implanted.